Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Additionally, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the flash memory failure could not be positively identified. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).